Manufacturer narrative:
At this time, the device has been returned but analysis is not yet complete. This record will be updated upon completion of analysis or if additional information becomes available.

Event description:
It was reported that one yellow collecting wave was observed on this patient's remote monitoring communicator, indicating difficulty interrogating this implanted device. Troubleshooting communicator set up did not resolve the issue. The patient was referred to their following clinic to have the radio frequency settings of their implanted device checked. The pacemaker was interrogated and determined to be in safety mode. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both bradycardia and tachycardia therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Analysis did not identify any other characteristics that could have caused or contributed to the reported observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.